Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 529mg/dl. The customer found the block feature on that was not allowing bolus wizard. The customer attributes the highs to having been off the pump for a day. The customer declined to troubleshoot at this time.